Manufacturer narrative:
E1 reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a power supply failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A restart was performed to attempt to resolve the issue but was unsuccessful. The rse then advised that a troubleshoot of the power supply, central processing unit (cpu), power management (pm) printed circuit board assembly (pcba) and motor control (mc) pcba should be performed. Investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the central processing unit (cpu) and motor control (mc) printed circuit board assembly (pcba) to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.